Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9790077, 510k # k042922, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had to underwent revision surgery due to the formation of abscess at c3-c7. Post-op, during a follow up abscess appeared on the anterior side of the plate and vocal chords were compressed on a patient who underwent anterior cervical fixation. The airway had been pressed and it was difficult for the patient to breathe, and the patient could not say anything. However, during the revision surgery no abscess was found even as the procedure was proceeded, finally, washing was performed, and wound was closed without removing the plate. There was a delay of more than 60 min in overall procedure time as a result of this event.